Event description:
It was reported that the patient presented to the clinic for a post operative check. Upon examination, the right ventricular lead exhibited elevated capture threshold and sensing was at 12mv. Chest x-ray was performed and showed the lead had micro-dislodgement. During the scheduled lead revision on (B)(6) 2022, the lead helix became difficult to extend and the lead exhibited an elevated impedance upon fixation to cardiac tissue. The lead was explanted and tissue was observed within the helix which could not be removed. A new right ventricular lead was implanted without incident. The patient's condition remained stable throughout the procedure.